Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that after already speaking with the helpline, her blood glucose reading went high. The customer's blood glucose reading was 438 mg/dl. The customer reported feeling warm and a fast heart beat as symptoms. The customer treated with the insulin pump. The customer stated that she felt better and would wait to troubleshoot. The customer was advised to monitor the device and call back if problems persisted. The insulin pump was not replaced or returned for analysis.